Manufacturer narrative:
Device evaluation: analysis of the returned device identified the device was broken and underweight. A visual and microscopic analyses were performed which identified fold creases, wear abrasion, missing shell, stress marks and a sharp crease break on the radius side. Based on the device analysis, the final assessment is sharp crease break on the radius side due to a fold flaw opening, and missing shell due to inconclusive.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.